Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Event description:
It was reported that scale marking issue were found during use with a 10 ml bd luer-lok¿ syringe with bd precisionglide¿ needle. The following information was provided by the initial reporter, . "Glue piston - doubts about the reliability of graduation - squeegee does not glue properly (surface is as a cireuse but it is intermitting handling not well decreased speed of drug administration nurse says that when it takes a medicine there is some quantity whereas it does not arrive before, is not until a non-identifier drug (tightening stick) resute to a gaspille of medicine / loss of time / risk of error ( I do not have the total quantities affected.

Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that scale marking issue were found during use with a 10 ml bd luer-lok¿ syringe with bd precisionglide¿ needle. The following information was provided by the initial reporter. "Glue piston - doubts about the reliability of graduation - squeegee does not glue properly (surface is as a cireuse but it is intermitting handling not well decreased speed of drug administration nurse says that when it takes a medicine there is some quantity whereas it does not arrive before, is not until a non-identifier drug (tightening stick) resute to a gaspille of medicine / loss of time / risk of error ( I do not have the total quantities affected.